Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 210 mg/dl at the time of the incident. Customer stated that, the sensor was acting funky and isn't giving very good readings and getting triple up arrows and triple down arrows and more than 100 points off, and a sensor updating. Blood glucose reading was 120 mg/dl, sensor glucose was 210 mg/dl and then sensor glucose was 50 mg/dl blood glucose was 80 mg/dl. Current sensor glucose was 190 mg/dl and current blood glucose was 198 mg/dl. Insulin troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 54 mg/dl. Suspend on low limit in sensor settings was 55 mg/dl. The device will not be returned for analysis.